Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at work. The cause of death was blunt force trauma to the head and chest. The customer¿s blood glucose was 216 mg/dl on the date of death. The customer was not wearing the insulin pump at the time of death. The customer ran out of insulin while at work and disconnected from the pump prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with duracell alkaline battery installed. Unit passed the functional test, including the displacement test,  rewind, basic occlusion test, occlusion test, prime test,   excessive no delivery test and delivery accuracy test. Unit had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.